Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial # unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal fentanyl via an implantable pump for non-malignant pain. The patient asked about a drug screening test and drug levels on that test. Agent reviewed pump function was not related to a drug screening test and redirected to the healthcare provider (hcp) to discuss. The patient reported it was taking 5 min to get her bolus. Patient stated it seems to get stuck at 90%. Agent walked patient through clearing the data from the handset. Patient requested an ID card be sent to her address on file. The patient requested company representative (rep) assistance in locating an hcp. Agent was sending requests to field reps in the area.